Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented remotely via merlin.net. The pulse generator exhibited stored automatic mode switch episodes due to competitive atrial pacing. The patient was asymptomatic. No intervention was reported and the patient would be monitored.